Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported failure of the laser port on the system and the lamp bulb needing replaced. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and the reported event was confirmed in the event log as system message ¿ laser controller detected a port hardware failure. However, the reported event could not be replicated and no problem was found with the system. As a preventative measure, the laser core was removed and the port selector solenoid bumper and stop were cleaned. The illuminator bulb was found to have worked as intended as it was found to be over its rated life of 400 hour. As preventative measure, the bulb was replaced. The system was then tested and met all product specifications. The system was manufactured on september 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).